Event description:
Reporter indicated that vns patient had passed away. The patient reportedly became febrile during the daytime. At 9:05pm, pt had the first seizure which spontaneously subsided. The patient had another seizure ten minutes later and then died. The patient reportedly experienced no change in seizure frequency with the vns therapy. The patient was receiving vns therapy at the time of death.